Event description:
It was reported that the patient presented to the clinic for routine follow-up. An in-range increase in pacing lead impedance was observed. It was noted that the pacing lead impedance had been steadily rising since (B)(6) 2012. The patient will be monitored and an x-ray will be scheduled. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped and replaced. The patients was fine after the event.